Event description:
It was reported that the pump alarmed again with no disposable clamp tubing. Reviewed pump settings and pump restarted. Screen reads run at end of call. Caller verbalized understanding and no further needs at this time. No additional information available.